Event description:
Note: this report pertains to the first of two events that occurred during the same procedure. Refer to associated manufacturer report 3005099803-2008-02140 for a description for the second event. It was reported to boston scientific corp on july 14, 2008 that a spyscope access and delivery catheter was used during a spyglass dvs procedure performed in 2008. According to the complainant, the day after the procedure, "the pt experienced acid reflux." The reported signs and symptoms were listed as: indigestion, discomfort and sense of anxiety. The pt was given medication (exact medication unk) and the event was resolved/recovered (back to baseline level) without sequelae in the same month. The physician determined that the event was "moderate" in severity and assessed the event as "possibly" related to the ercp procedure, the spyglass dvs procedure, the spyscope device and the spyglass probe device.

Manufacturer narrative:
The complainant was not able to provide the lot number; therefore the device manufacture date is unk. The device has not been returned. A device analysis cannot be performed; therefore, the cause of the reported event is undetermined. The 2008, 15-month spyscope direct visualization probe product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.